Event description:
On (B)(6) 2013 patient reported both the menu button and the check button on the infusion device are worn down to the metal, and now they will not respond. Patient stated the issue began about a month ago but at that point they functioned when they were pressed hard. Patient reported now they will not work even when they are pressed hard. Patient stated the rubber is completely worn off and she can only feel the metal. Patient is blind. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the men and check buttons are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the buttons and the pump electronics. The men and check buttons do not respond to commands due to the contamination inside the buttons housing. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.